Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the employee was placing the contaminated IV needle after insertion into the sharps container. Employee was stuck in the right hand. The employee stated the safety mechanism was defective. Immediate intervention included post- exposure protocol. The patient was not injured at all, just the employee.